Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the emboshield nav6 embolic protection system instructions for use (IFU) states: carefully advance the delivery catheter over the barewire filter delivery wire to the intended filter deployment site. Do not torque or pull back on the rx delivery catheter during advancement. The investigation determined that the reported difficulties are due to use error/case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed report, the following additional information was received:while the emboshield nav6 lg 190 embolic protection system (eps) filtration element had detached and migrated distally, as reported, the filtration element was still threaded over the barewire guide wire and not free floating in patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous proximal internal carotid artery (ica). After prepping and loading the filtration element of an emboshield nav6 lg 190 embolic protection system (eps) without difficulty, the eps was advanced over the provided barewire guide wire and past the lesion without difficulty, and the filter was successfully deployed. However, the physician inadvertently pulled back on the wire, causing the filter to run to the lesion (detach and embolize). The nav6 filter was retrieved using the nav6 retrieval catheter and a new filter was used in completing the procedure. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.